Event description:
Septic arthritis [septic arthritis]. Case narrative: initial information received on 06-dec-2018 regarding an unsolicited valid serious case received from a consumer from united states. This case involves a patient of unknown demographics, who experienced septic arthritis (latency: unknown), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Patient had multiple injections with synvisc over previous years without a problem. The patient's past medical history, vaccination(s) and family history were not provided. Concomitant medications included metformin hydrochloride (glumetza), ramipril, diltiazem, ranitidine, asa 81, fluticasone spray, ubidecarenone (coenzyme q), cinnamomum verum (cinnamon endolus); vitamin b complex, carnitine, curcumin (theracurmin kyolic); betaine hydrochloride, choline bitartrate, cyanocobalamin, folic acid, pyridoxine hydrochloride (homocysteine factors); camellia sinensis, chromium nicotinate, folic acid, gymnema sylvestre, magnesium, momordica charantia, pyridoxine hydrochloride, trigonella foenum-graecum, vanadium, vitamin b12 nos, zinc (glycemic manager) and resveratrol. On an unknown date of 2018, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injections, via intra-articular route, at unknown dosage and frequency (lot - 7rsp010b, expiry date: 01-jun-2020) for arthritis. On 22-mar-2018, after unknown latency, the patient developed an event of a serious septic arthritis (arthritis bacterial). This event was assessed as medically significant. The patient was hospitalized for this event 1 day later and arthroscopic surgery was performed. Patient was treated with IV antibiotics for 5 weeks. Final diagnosis was septic arthritis. Action taken with synvisc was unknown. Treatment included arthroscopic surgery and IV antibiotics for septic arthritis. The outcome was unknown for septic arthritis. Seriousness criteria included hospitalization, medically significant and intervention required for septic arthritis. A product technical complaint (ptc) was initiated on 20-dec-2018 for synvisc. Batch number: 7rsp010b; global ptc number: 56601. The production and quality control documentation for lot #7rsp010b expiration date (06/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 7rsp010b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 20-dec-18 there were 11 complaints on file for lot number 7rsp010 and all related sublots. 6 complaints are on file for lot number 7rsp010b: (5) adverse event reports and (1) detached plunger rod. 5 complaints are on file for lot number 7rsp010e: (1) adverse event report, (2) leaky syringes, (1) barrel breakage and (1) loose luer lok hub sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product complaint handling" to determine if a CAPA was required. Follow-up information received on the 13-dec-2018. No new information added. Additional information was received on 20-dec-2018. Global ptc results were added. Text amended accordingly.

Event description:
Septic arthritis. Case narrative: initial information received on 06-dec-2018 regarding an unsolicited valid serious case received from a consumer from united states. This case involves a patient of unknown demographics, who experienced septic arthritis (latency: unknown), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Patient had multiple injections with synvisc over previous years without a problem. The patient's past medical history, vaccination(s) and family history were not provided. Concomitant medications included metformin hydrochloride (glumetza), ramipril, diltiazem, ranitidine, asa 81, fluticasone spray, ubidecarenone (coenzyme q), cinnamomum verum (cinnamon endolus); vitamin b complex, carnitine, curcumin (theracurmin kyolic); betaine hydrochloride, choline bitartrate, cyanocobalamin, folic acid, pyridoxine hydrochloride (homocysteine factors); camellia sinensis, chromium nicotinate, folic acid, gymnema sylvestre, magnesium, momordica charantia, pyridoxine hydrochloride, trigonella foenum-graecum, vanadium, vitamin b12 nos, zinc (glycemic manager) and resveratrol. On an unknown date of 2018, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injections, via intra-articular route, at unknown dosage and frequency (lot - 7rsp010b, expiry date: 01-jun-2020) for arthritis. On (B)(6) 2018, after unknown latency, the patient developed an event of a serious septic arthritis (arthritis bacterial). This event was assessed as medically significant. The patient was hospitalized for this event 1 day later and arthroscopic surgery was performed. Patient was treated with IV antibiotics for 5 weeks. Final diagnosis was septic arthritis. Action taken with synvisc was unknown. Treatment included arthroscopic surgery and IV antibiotics for septic arthritis. The outcome was unknown for septic arthritis. Seriousness criteria included hospitalization, medically significant and intervention required for septic arthritis. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Follow-up information received on the 13-dec-2018. No new information added.